Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The last device downloaded flag data does not indication a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two appropriate treatments and an inappropriate treatment.   The device was started up at 09:33:06 on (B)(6) 2022. At 18:27:40, an arrhythmia was detected. ECG shows af @ 120 bpm with pvcs transitioning to vt @ 210 bpm. At 18:29:51, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 210 bpm with motion artifact. The post shock rhythm was af @ 140 bpm with motion artifact. At 18:31:48, asystole was detected. ECG shows vt @ 220 bpm with motion artifact. At 18:38:37, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 220 bpm with motion artifact. The post shock rhythm was sinus beats with motion artifact and electrode lead fall off. The rhythm then degrades to vf with motion artifact and electrode lead falloff. From 18:38:55 to 18:53:49, vf was seen. Motion artifact and electrode lead falloff prevented the lifevest from treating the patient during these two times. At 19:10:33, an arrhythmia was detected. ECG shows idioventricular rhythm from 10-15 bpm with CPR/motion. At 19:12:07, the patient received an inappropriate treatment. The rhythm at the time of treatment was idioventricular rhythm from 10-15 bpm with CPR/motion. The post shock rhythm was idioventricular beat seen prior to belt disconnection. The electrode belt was disconnected at 18:57:42 on (B)(6) 2022. Per holter monitor the patient was in asystole with unconducted p waves. The patient passed away on (B)(6) 2022.